Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable and asymptomatic.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. The reported event of inappropriate therapy was not confirmed. The device delivered therapy according to its programmed parameters. The device's functionality was bench tested and no anomaly was detected.

Event description:
New information notes that the implantable cardioverter defibrillator delivered inappropriate defibrillation shock therapy due to an inappropriate interpretation of supraventricular tachycardia. The device was successfully explanted. The patient was stable.